Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle missing from the monitor case. The root cause for the damaged receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.